Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beeping tones from the device. The patient was sleeping at home at the time, so this did not occur during an interrogation. Device data was submitted to technical services to determine the reason for the device to beep. Engineering review found an issue with the telemetry subsystem in the device causing resets and beep tones. Based on the data, it was not possible to determine if the issue would affect battery performance or therapy availability, so device replacement was recommended to ensure continuity of protective therapy. No adverse patient effects were reported. The device remains implanted and in service. The local field representative later reported that the device was explanted without replacement, and the explanted device was discarded at the hospital. No additional adverse patient effects were reported.